Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unavailable. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an acetabular total hip surgery, it was observed that the attachment device became stuck in the acteabular. It was further reported that the torque from going in forward and reverse, broke the weld and caused the attachment device to unscrew. The reporter stated that the surgeon put the device in the scrub technicians hand and the device came apart into three pieces. The reporter stated that the device did not come apart until it was handed to the scrub technician. There were no delays to the surgical procedure as an identical spare device was available for use. The surgery was completed successfully with the spare device. There was patient involvement. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.